Event description:
The laser system has only one prong for fiber detection, and there is no fiber detection. We are unaware about pt injury.

Manufacturer narrative:
The problem was due to damaged proximity microswitch that did not recognised the fiber presence. This microswitch is located on laser diode unit. After the replacement, the laser system restarted to work. We are unaware about pt injury.